Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: the first clip fired didn't clip as it should, it scissored and didn't close/align properly over the structure. He fired a few clips outside the abdomen and clips didn't come out with every fire. He then want back in and finished the case. Additional info received on 23oct2018 via email from, quality assurance administrator: doctor finished the case with the faulty clip applier - didn't open another. The surgeon didn't torque the jaws on vessel or tubular structure. No stones in the bile duct where they placed the clip. The clip wasn't closed over thick tissue - could see the ends. The surgeon didn't skeletonize the tissue with the clip loaded in jaws. The clip applier was introduced into the trocar by holding the blue handle. Trigger was not actuated and no clip loaded with insertion or removal, and he uses an 11mm trocar. Intervention: na. Patient status: no patient injury or illness did occur associated with the complaint event.

Event description:
Procedure performed: lap chole. Incident description: he first clip fired didnt clip as it should, it scissored and didnt close/allign properly over the structure. He fired a few clips outside the abdomen and clips didnt come out with every fire. He then want back in and finished the case. Additional info received on 23oct2018 via email from, quality assurance administrator: doctor finished the case with the faulty clip applier - didn't open another. The surgeon didn't torque the jaws on vessel or tubular structure. No stones in the bile duct where they placed the clip. The clip wasn't closed over thick tissue - could see the ends. The surgeon didn't skeletonize the tissue with the clip loaded in jaws. The clip applier was introduced into the trocar by holding the blue handle. Trigger was not actuated and no clip loaded with insertion or removal, and he uses an 11mm trocar. Intervention: na. Patient status: no patient injury or illness did occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.